Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned (previously omitted). The device was not returned for evaluation. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pain and fluid in their lungs coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital because of the chest pains and had surgery to place 4 stents. The patient had not been feeling well on the day of the hospitalization prior to starting therapy. During the hospitalization, the patient was found to have fluid in their lungs. Treatment was not reported and the patient was discharged from the hospital; however, they were still feeling weak. No additional information is available.